Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the device. The turbine was replaced and 10k preventive maintenance was performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the ltv ventilator was not maintaining pressure. At this time, there is no information regarding patient involvement associated with the reported event.